Event description:
According to the reporter: occurred during a laparoscopic wedge resection. The stapling device was being applied to the stomach. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, opened a new device. There was no patient harm. The patient outcome is alive, no injury.